Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0240258. Medical device expiration date: 2022-02-28. Device manufacture date: 2020-08-27. Medical device lot #: 0115306. Medical device expiration date: 2022-02-28. Device manufacture date: 2020-04-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® sst¿ ii advance plus blood collection tubes the device experienced oil gel globules. This event occurred 50 times using lot 0240258. This event occurred 50 times using lot 0115306. The following information was provided by the initial reporter. The customer stated: "gel globule."